Event description:
(Os 16961). The dentist reported that 2 weeks after the dental implant was installed in intraoral region #7 it was verified its non osseointegration. Immediate load was performed.

Manufacturer narrative:
(B)(4).